Manufacturer narrative:
Device is an instrument and is not implanted/explanted. No service history review can be performed as part number 03.501.080 with lot number(s) 8731368 is a lot/batch controlled item. The manufacture date of this item is december 04, 2013. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Manufacturing location: (B)(4). Manufacturing date: november 28, 2013. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two (2) of the sternal zipfix items will not snitch during surgery. Concomitant device: zipfix (part unknown, lot unknown, quantity unknown). This is report 1 of 2 for (B)(4).

Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the device would not cinch. The repair technician reported loose component as the reason for repair. The cause of the issue is unknown. No parts were replaced. The item was repaired per the inspection sheet, passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.